Event description:
It was reported to philips that the outer layer of the internal paddles are chipped. No patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to faulty internal paddles. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the internal paddles. The customer ordered replacement internal paddles to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the outer protection of the paddle is chipped. There was no patient involvement.